Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced episodes of high blood glucose associated with use of the ilet bionic pancreas, with no specific event details provided and no device alarms reported. Symptoms included hyperglycemia. Outcomes included insufficient information to characterize the health impact. Investigation included communication with the user¿s caregiver and analysis of information provided by a third party. Investigation of this case revealed no findings available, with insufficient information to determine a medical device problem or a specific device component involved. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.